Event description:
A customer reported that at the beginning of a procedure, a 23 gauge vitrectomy cutter did not work and "sounded off." The probe was unplugged and plugged back into the system, but the issue remained. The case was completed using an alternate probe. There was no harm to the patient.

Manufacturer narrative:
The sample was visually inspected and found to be nonconforming because the cutter was half-way into the port; considered nonconforming to current criteria because the probe is sent out in the fully open-port position. The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the first complaint reported against the finish goods lot and the DHR shows the product was released per specifications. The sample was functionally tested and found to be nonconforming for the actuation test because, the cutter completely closed the port and would not actuate; conforming for the aspiration test; cut test could not be performed because the sample would not actuate. The probe was dissembled and the components inspected. The inner cutter did not exhibit wear, indicating the probe had not been used. Further investigation on the probe revealed that the return-stroke port had been bonded shut with the tubing set. The root cause of the customer complaint is an occluded pneumatic port on the probe assembly. This occlusion is a manufacturing related error. (B)(4).